Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse noted that the red light on the illuminator failed to ignite. The illuminator was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce and confirm the customer reported failure mode. The illuminator was installed and tested on an in-house test system and the unit failed with no light. This illuminator unit is an old revision and no longer serviced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer stated that there was no light from the camera head. It was noted that each time the customer attempted to turn on the lamp from camera head or on the illuminator the status light went from blue to red and it was not turning on. An intuitive surgical, inc. (Isi) technical support engineer (tse) found multiple 48245 errors on a system log review. Prior to contacting tse, the customer tried to power cycle the system with no change. Tse recommended using an alternate light source and the customer elected to do so to complete the procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.